Event description:
Event description boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was explanted and replaced due to elective replacement indciators. There was an allegation of premature battery depletion. It was also reported that the rate/sense portion of this lead was surgically abandonend due to microdislodgement.